Event description:
Additional information has been received that there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned taped to a surgical sponge. Solution was dried on the lens. One haptic was broken in the gusset area (returned). The optic was cut into two portions, typical of insertion and removal. One cut portion of optic had a small crack in the optic edge. The other cut portion of optic had a small torn area in the optic edge with a small portion of lens material missing (not returned). Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the IFU. The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, noticed that lens was cracked. The iol was removed and replaced during the initial procedure. There was patient contact. Additional information has been requested.